Event description:
I had a knee replacement in 2015. The hinges were bad. It was made by smith & nephew and it's a vision error and I'm still continuing with problems. I've already had another knee replacement. It did not fix the problem. I am still in pain, and I am still going through problems with my leg.